Event description:
It was reported the programmer will not boot up, and an error code was displayed. The error message would not clear with the service diskette or by recycling the power. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event of the programmer not booting up and an error code being displayed. A circuit board was found to be out of specification. Both the lower right and left hinges were also loose.